Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen graph was missing data points. Customer declined tandem technical support's offer to assist with resetting the pump. Customer declined further follow up. No additional patient or event information was available. A root cause could not be determined.